Event description:
It was reported that the device has alleged premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device has alleged premature battery depletion. The device is still in use. No patient complications have been reported as a result of this event. It was further reported that hte device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further information received indicated the device has now been replaced and has been returned to the manufacturer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
Further information received indicated the device has now been replaced and has been returned to the manufacturer. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion. Corrected

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.